Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The snubber board and the filament regulator board were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's screen went black during fluoroscopy and stayed black after re-booting the system. No patient injury was reported.